Manufacturer narrative:
Based on follow up with the field service engineer, the error didn't reproduce; the message appears when the s5 hlm is powered on and the pumps are not running yet. Once the message is validated the message disappears and the s5 hlm works correctly. The field service engineer consider it a communication error on the pump. The electonic board hkr0325 wil be changed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 console. The incident occurred in tours cedex, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an error message ("short-term internal error, possible reuse pump 1") was displayed on a s5 system at the beginning of the console installation. Once validated, everything went smoothly. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: according to complaints database review, no further similar issue has been submitted for this unit since its installation in 2009. Based on the collected information and considering the troubleshooting activity performed on site by a livanova field service representative, the root cause of the reported issue was traced back to a defective computer board (hkr). Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents.